Event description:
It was reported while using a cool flex catheter for a right ventricular outflow tract (rvot) ventricular tachycardia ablation procedure a steam pop occurred. The physician was performing a lengthy ablation posterior in the rvot when a steam pop was heard. He was utilizing a large curve cool flex catheter, stockert rf generator set at less than 35 watts and a maximum temperature of 40 degrees celsius, and a cool flow pump running at 30ml per minute. The procedure was discontinued after the steam pop. There were no adverse consequences to the patient from the steam pop, and the patient did have less pvcs after the procedure.

Manufacturer narrative:
The device was not returned for evaluation. Review of the device history record confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.